Manufacturer narrative:
The provided alarm trace did not indicate issue with the e 602 modules.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys insulin results from two cobas 8000 e 602 modules. Refer to the medwatch patient identifiers (B)(6) for the e 602 modules involved. On (B)(6) 2018, the initial insulin result was 0.529 uiu/ml on the e 602 module serial number (B)(4). On (B)(6) 2018 the sample was tested on e 602 module serial number (B)(4) and the insulin result was 0.764 uiu/ml. The repeat result was 6.84 uiu/ml. On (B)(6) 2018 the sample was tested on a third e 602 module. The insulin result was 6.34 uiu/ml and considered to be correct. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 297012. The expiration date was requested but not provided.